Event description:
It was reported the patient was not getting adequate coverage in left leg after having a fall. As such, surgical intervention was undertaken, and the lead was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(6) serial:(B)(6), batch: a000117585 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.